Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, vaginal bleeding, mesh erosion, additional surgery, excruciating pain during intercourse, frequency and painful urgency of urination, urinary tract infections, bloody urine, and recurrent incontinence. No further info has been provided.